Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported during shift check, the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and ua45 (not at "home" position after power-on/restart) messages. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional testing and review of the archive data. The root cause of the ua07 message was the failure of single point load cell #2. The reported complaint the autopulse platform also displayed user advisory (ua) 45 (not at "home" position after power-on/restart) messages was confirmed during functional testing and review of the archive data. The root cause of ua45 was that the drive shaft was not at the "home" position. A review of the archive data showed ua07 and ua45 error messages; thus, confirming the reported complaints. The autopulse platform failed functional testing due to the displayed ua45 upon powering up the platform, thus, confirming the reported complaint. The admin menu was accessed, and the encoder driveshaft was manually rotated to the "home" position to remedy the error message. Ua07 was not reproduced during functional testing, however, related to the reported complaint, the load-sensing system detected a weight/load imbalance between the two load cells. Upon conducting the load cell characterization, the result determined that single-point load cell 2 was defective (output reading values were over-reported). To resolve this issue and to remedy the ua07 reported by the customer, load cell 2 was replaced. Subsequently, the load cell characterization was performed, and the results indicated that both load cells function within the specification. Following service, the autopulse platform passed the run-in test using good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).